Event description:
New information received notes that long false episodes due to undersensing were observed. Review of episodes noted that the device may be losing contact with the pocket causing the false episode. Patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, intermittent undersensing was observed on a stored egm. Patient was called in clinic and device was reprogrammed. Patient will continue to be monitored.